Event description:
It was reported that pump displayed a malfunction message after pump might have gotten close to saltwater. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and call back if problem returned.